Event description:
It was reported that the patient was hospitalized for unrelated condition. Review of the electrocardiogram (ECG), it was noted that the pacemaker exhibited loss of atrial capture. The pacemaker was explanted and replaced. The patient was in stable condition.